Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted. E1: establishment name address: (B)(6).

Event description:
It was reported that the video system center exhibited no image. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria the device was not returned to olympus for inspection, and the customer's allegation was not confirmed. Based on the results of the investigation, a definitive root cause for the event "no image in the octagonal frame" could not be determined. Three attempts were performed to obtain additional information, but no response was received from the customer. Olympus will continue to monitor field performance for this device.